Event description:
Customer reported the igbt fan is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fan and a blown fuse. System operates as intended. This MDR is related to ge healthcare complaint number.